Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/n10210405 0299) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on 28 february 2022 on system sk1271. The instrument had 4 remaining usable lives with no subsequent use recorded. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has a potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the black cable was loose at the tip of the fenestrated bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and on (B)(6) 2022, obtained the following additional information: the alleged issue was identified post anesthesia-prior to starting the procedure. The customer confirmed the black cable was loose. There was no injury to the patient and the surgery was completed using the backup instrument. This instrument was not used on the patient.